Event description:
It was reported that during the implant attempt, the lead would not advance outside of the sheath. The helix was found to have caught on the sheath and when the physician attempted to retract the helix, was unsuccessful. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. All conductors were distorted and stretched. The inner insulation was kinked buckled, and the lead was stretched and damaged at implant.